Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over pyxis. A technical support specialist reviewed the referenced master case. The bd interface engineering team confirmed that all admit discharge transfer (adt) and orders messages were flowing correctly. This improvement was observed after disabling the alwaysacceptnewconnection setting, which had previously caused repeated disconnect/reconnect loops and disrupted message flow. Disabling the setting stabilized the connections and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server new medication orders were not crossing over to pyxis, and the customer was unable to provide an order ID as the orders were not appearing on the system. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.